Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance of greater than 3000 ohms resulting from a possible fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead impedance out of range alert was triggered, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted the rv pacing lead impedance warning occurred on (B)(6) 2014 for lead impedance of 2960 ohms. The rv pacing lead impedance was 2528 on (B)(6) 2014. The sensing integrity counts went up to 399 along with ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing on (B)(6) 2014. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).